Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined; however, the reported mr appears to be related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 3-4. Three clips were implanted, reducing the mr to 1. One day post procedure, it was found that the lateral clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr to 2 with a good outcome. No additional information was provided.